Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was malfunctioning. They also reported that they received a reset alarm. The customer's blood glucose level was 303 mg/dl. They declined troubleshooting for high blood glucose. After troubleshooting was performed for the insulin pump, they were advised to discontinue use of the device and revert to a back-up plan. The device was returned for analysis.

Manufacturer narrative:
The device passed the functional test, including self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No unexpected reset alarms noted during testing. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case, scratched reservoir tube window and stained end cap sticker.